Event description:
It was reported to nova biomedical, that a consumer received a result of 27 mg/dl on their blood glucose meter. The consumer immediately performed two add'l tests using the same meter and strips getting the following results of "hi" (greater than 600 mg/dl) and another "hi" (greater than 600 mg/dl). The consumer treated herself (unknown intervention and/or amount of insulin). The consumer woke up not feeling well, tested and again received erratic results as follows: 88 mg/dl, 60 mg/dl, and 362 mg/dl. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.